Manufacturer narrative:
Supplemental report submitted to include additional information received through follow up. The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. The complaint for valve stenosis was confirmed based on medical report, but no manufacturing non-conformances were identified during the evaluation. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), stenosis and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification . In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The device was not returned for evaluation as it remains implanted in the patient. Due to the limited information provided, the cause for the valve stenosis could not be determined at this time. However, it is possible that patient factors (multiple valves disease, waldenstrom macroglobulinemia) may have contributed to the event. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted. Upon completion.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 valve, implanted in the aortic position for 6 years, underwent a valve in valve procedure due to stenosis. An echocardiogram (unknown date) reported no aortic insufficiency, aortic valve mean gradient of 25 mmhg and peak gradient of 42 mmhg, with ava 0.2 cm2. A 23mm sapien 3 ultra was implanted with no issues. Post cath gradient measured 7mmhg.